Event description:
It was reported that the patient had an inappropriate shock episode due to the oversensing of electro-mechanical noise. The patent was taking pictures on a cellular phone at the time of the event. The phone was against the patient's chest. The sensing vector at the time of the shock was programmed to the primary sensing vector. Technical services reviewed the electrograms and discussed them with the clinic. There were no additional adverse patient effects. The system remains implanted.